Event description:
It was reported that during use of the cadd-legacy® duodopa pump there was an incorrect dose setting. The patient reported that her old pump was sent to the pharmacy for routine maintenance. The pharmacy sent her a new one to use until maintenance was complete, but the new pump had the incorrect morning dose programmed into it. It should have been 13.0 but was set to 19.0. The patient was transferred to the pharmacy for pump reprogramming.